Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was changed out in (B)(6) 2009 and patient now has a sensia. Vcm found threshold 2.5v at 1 ms and put outputs up to 5v and 1 ms. Patient has had some dizziness. Caller could not recall if lead impedance was stable or what impedance values were. She was concerned about a potential setscrew issue and wondering what can be done to test for this. Threshold in the office was 1.25v at 0.4 ms. The serial numbers or patient name were requested but not provided. No further patient complications were reported as a result of this event.